Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. Dimensions of all of the assembled lenses within the production order were verified which include optic diameter, position of drilling holes, overall diameter, loop angle and angle rotation. There were no complaint related environmental monitoring related non conformances within the timeframe when the production order was manufactured. There were no associated nonconformity material reports. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Visual inspection of the return sample showed the haptics are shortened. The complaint was confirmed. Based on the dimensional measurement of the lens, it did not pass dimensional specifications. Based on the manufacturing record review no non-conformances were found during manufacturing. The information available does not indicate any relationship with the iol design or manufacturing. No further corrective and or preventive actions would be necessary. According to the complaint, the customer warms lenses using a blanket warmer, with a reported warming temperature at 120°f. Amo does not recommend storing the lenses at 120°f nor warming the lenses before use. Per directions for use, (dfu) it is stated: "do not store the lens in direct sunlight or at a temperature greater than 45°c (113°f). Do not autoclave the intraocular lens." All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician that the tecnis multifocal intraocular lens (iol) clearly had shortened haptics coming out of the box. The haptics were seen in the cartridge, and were compared to the replacement lens. The replacement lens was implanted. The lens with the shortened haptics was not used and there was no patient contact nor any patient injury reported. The replacement lens was implanted. No further information was provided.